Event description:
Pt is an 82-year-old male admitted to the snf unit on 6/16/94 for continued therapy, tube feeding and eventual long term care facility placement. Pt's medical history includes parkinson's. Pt had hip fracture and replacement in 5/94 and developed subdural hematoma post-op, which was drained on 6/5/94. Pt had dementia, incontinence and history of pulmonary infiltrates. A peg tube was placed in the endoscopic lab on 6/24/94. On 6/26/94 pt required emergent surgery for suspected perforation; abdomen distended, crepitus post-op diagnosis was peritonitis secondary to detached and leaking gastrostomy. Leakage was noted around the tube. Exploration revealed no evidence of any site perforation in the stomach or in the colon. Post-op pt went to ICU on a vent. Pt was made a no code and was not expected to survive.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, other. Results of evaluation: telemetry failure, none or unknown, unanticipated short term complication of procedure, tubing. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was not destroyed/disposed of.